Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block alarm during fill tubing. Advise customer to manually push plunger very slowly while keeping the reservoir straight and verify insulin exits the tubing. Customer stated that insulin exit the tubing. Issue was resolved by changing reservoir. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.